Event description:
The account alleged the hilow will not run up and the head will not run down. No injury reported.

Manufacturer narrative:
The account replaced the nurse lock out to resolve this issue.